Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 48-year-old male patient was implanted with an impella 5.5 pump for mechanical circulatory support. Roughly one day following implant, a left atrial thrombus was discovered. The patient was taken to the operating room where the thrombus was surgically removed. Support with the implanted pump continued following the intervention.

Manufacturer narrative:
As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined".